Event description:
Clinical assessment: "the patient is a sixty-nine-year-old male with cardiomyopathy and acute decompensated chronic heart failure. An impella 5.5 device was placed to provide mechanical circulatory support as a bridge to heart transplantation. The patient subsequently developed swelling of the right arm with pain and limited hand mobility. He had been receiving continuous bivalirudin therapy with only brief interruptions. A vascular ultrasound demonstrated a thrombosis of the right internal jugular vein, and a follow-up study showed a hematoma in the same region. A computed tomography scan was scheduled for further evaluation. The impella device remained in place and was functioning normally. Later in the clinical course, the impella purge system demonstrated progressive obstruction, with rising purge pressures and a drop in purge flow despite tissue plasminogen activator therapy. The purge flow eventually fell below two milliliters per hour, and the device was replaced. The original pump had exceeded the recommended duration of use. The patient is now supported by the replacement impella 5.5 device. The device provides borderline adequate perfusion at performance level seven. Attempts to increase support result in suction alarms, likely due to impaired right ventricular function and possible medial inflow orientation toward the septum. A transesophageal echocardiogram is planned for further assessment. Repositioning is not planned due to the high procedural risk in the setting of critical illness. No further information available about the outcome of this issue.the patient was later succesfully explanted and bridged to transplant. " engineering assessment: during impella 5.5 pump support, the patient experienced low purge flow/high purge pressure. Clinical stated the purge flow abruptly dropped to less than 2ml/hr and purge pressure increased over 1000mmhg. The impella 5.5 was exchanged as a result of the low purge flow.

Manufacturer narrative:
Updated information: b5 narrative updated. D4 catalog number updated. D6b explant date added. H6 impact code f26 changed to f1905, f2303. H6 med dev prob code added a141102.

Manufacturer narrative:
Investigation summary: no product was returned for investigation. Hematoma: the cause of the hematoma was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Inflammation/ pain: the cause of the clinical symptom was not determined due to insufficient clinical details. Thrombosis: in order to make a root cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the thrombosis was unable to be determined due to insufficient clinical details. Device history lot: device lot: 1939842. Device history batch: subcomponent lot: n/a. Device history review ==> device with sn: (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. During support, the patient's right hand swelled limiting hand movement, it was reported that the right arm did start to improve. Additionally, a vascular ultrasound was conducted and a small hematoma was identified, the patient was stable, and the physician decided that no intervention was required at that time. No further information is available.